Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during embolization of an aneurysm, the implant coil was deemed not to be the correct size, and was thus removed. When the device was withdrawn, the implant coil detached. The implant was then advanced into the aneurysm with the pusher wire. There was no reported intervention or patient injury.

Manufacturer narrative:
Only the pusher was returned for analysis. The microcatheter, implant, and introducer were not returned. Review of the returned pusher found the heater coil and proximal gold connector to be intact and without damage. The pusher body coil was stretched throughout its entire length. The green lead wire and core wire had been broken. The pusher body coil was also wavy as a result of the broken internal wires. The monofilament was extracted and displayed a stretched profile which is typical of a unit that has sustained a tensile break. The root cause of the reported complaint cannot be definitively determined, but the observed damage is historically related to a unit that has been subjected to tensile forces that exceed its specification.